Event description:
It was reported that the patient had a shocking or jolting sensation which had started 2 months prior to the report when the ins (implantable neurostimulator) was on. When ins was off, it was not shocking or jolting. The patient had the ins off for a month. It was stated that the patient "bumped the ins a few times." She would have an appointment on (B)(6) 2013, almost two weeks after the report, to see manufacturer representative and hcp (health care professional) to get ins checked. One day prior to the report the patient saw hcp and had a shot for her leg. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3888-33, lot# j0313988v, implanted: (B)(6) 2003, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. (B)(4).